Event description:
Boston scientific received information that during a device upgrade procedure it was believed that the tined tip of this previously capped right ventricular (rv) lead came out of the patient's heart during a removal of a separate lead. The patient had a lot of hardware in the pocket therefore the pre-existing leads were taken out to make room for new leads. There was no previous report of missing components from this lead at the time it was taken out of service, and that there also was an right atrial lead capped and abandoned at that time as well. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.